Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site and inspected the skyplate detector. He reseated the detector switch and cleaned the contacts. After performing detector gain and pixel calibration the system meets the specification and is returned to use. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(6). Philips field service engineer investigated on site. He reseated the detector switch and cleaned the contacts. After performing detector gain and pixel calibration the system meets the specification and is returned to use. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector model "skyplate" was dropped. Since then, it turns on but does not pair up with system. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.